Event description:
It was reported that patient had a minor wound burn after sculpt setting of phacoemulsification. No additional information was provided. This report is for patient 3 of 3.

Manufacturer narrative:
Patient age, gender, weight and ethnicity: account reported that patient information cannot be provided due to personal data privacy legislation/policy. Serial number: unknown/not provided. UDI #: unknown, as the serial number of the device was not provided. Expiration date: unknown, as the serial number of the device was not provided. Device manufacture date: unknown, as the serial number of the device was not provided. Device evaluation: phaco specialist observed the cases and settings adjustments to reduce energy and increase irrigation flow have already been made. In addition a better irrigation sleeve fit and possible additional settings adjustments have been suggested. Manufacturing record review: the manufacturing record could not be reviewed since the serial number was not provided. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.